Manufacturer narrative:
(B)(4). Consumer had not returned unused product for evaluation at the time of this report. Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
Please reference: 2026095-2015-00098/15-00191(b) . Fill volume: ni. Flow rate: 2ml/hr . Procedure: ni. Cathplace: ni. An international distributor reported that two pump infusions ended sooner than expected. Report 1 of 2: it was reported by a physician that the pump infusion ended 8 hours too early. No patient injury nor medical intervention was reported. The pump is available for return and analysis. Patient demographics and event date were not provided. Additional information was requested, however is not available at this time.

Manufacturer narrative:
Method: actual device was received for an evaluation and investigation. Along with the previously reported method, a visual and microscopic inspection were conducted. Results: the visual inspection found the pump returned partially full. When opening the pinch clamp, infusion was not observed. An empty small syringe was connected at the distal luer and negative aspiration (suction) was applied a few times; no flow was obtained. The tubing was cut a few inches distal to the blue connector (base of the pump) and infusion was observed. The tubing was bonded back together. The tubing was cut a few inches distal to the filter and infusion was observed. The tubing was cut 1 inch distal to the glass orifice and infusion was observed. Infusion was not observed at the male luer adapter. The male luer adapter was examined and crystalized medication was observed. The male luer adapter was examined under a microscope and confirmed that crystalized medication was present. The male luer adapter was placed in a heated incubator for 16 hours in an attempt to dislodge any of the particulates residing inside the component. When removed from the chamber, the remaining tubing was connected to an air source for approximately 1 hour in an attempt to dislodge any remaining particulate matter. A small syringe with warm 0.9% of saline was connected at the proximal end of the male luer adapter and no flow was obtained. The sample was unable to be rehabilitated. Per the instructions for use (IFU) (14-60-591-0-04) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. The IFU also specifies, "delivery accuracy: when filled to labeled (nominal) volume, homepump c-series* flow rate accuracy is ±15% of the labeled (nominal) flow rate when infusion is started 0-8 hours after fill and delivering normal saline as the diluent at 31°c/88°f with the pump positioned 40 cm (16 inches) below the catheter site." The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: the investigation summary concluded that no flow was observed for the pump due to crystalized medication at the male luer adapter. The sample was unable to be rehabilitated. Limited information was provided by the reporter. Multiple attempts were made to obtain additional information without success. Per the IFU, "medications or fluids must be administered per instructions provided by the drug manufacturer. Physician is responsible for prescribing drug based on each patient¿s clinical status (such as age, body weight, disease state of patient, concomitant medication, etc.)." However, the assignable cause of the reported incident is unknown. An historical review indicated that no other complaints were reported for this reported incident and related to the same lot number. An IFU (14-60-591-0-04) and a technical bulletin (mk-00585) factors affecting flow rate were sent to the customer. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Please reference: 2026095-2015-00098/15-00191(b)